Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Medical device: dtba1d1 ICD implanted (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and varying impedance. The lead exhibited a one time alert for high impedance and then returned back to normal ranges. The lead remains in use. No patient complications have been reported as a result of this event.